Event description:
The hill-rom field technician reported that the trendelenburg feature would not function on this bed. He found that the trendelenburg limit switches were out of adjustment. He adjusted the switches and the bed operated as designed. There were no reported adverse events associated with this product problem.